Event description:
Boston scientific received information that this right atrial (ra) lead was found to have dislodged one day post-implant. The atrial channel of the device was deactivated and lead electrically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.